Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off. Review of the pump data logs by tandem technical support showed the pump battery depleted from 30% within one day and the pump shut off due to insufficient power. The customer's blood glucose (bg) was above 240 (mg/dl). A manual injection was administered to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.